Manufacturer narrative:
(B)(4). The limited incident information was provided from an online article by an unidentified individual. No details were provided to demonstrate device malfunction or deficiency. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known potential complication associated with the mitraclip procedure. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device. A review of the device history record and complaint history of the devices could not be conducted, because lot number was not provided.

Event description:
This event was captured based on an individual's comment that was posted following an online article, "uva offering new heart valve repair procedure", found on the nbc29 website (http://www.nbc29.com/story/24047661/uva-offering-new-heart-valve-repair-procedure). The article reported that the university of virginia medical center was one of the first hospitals in the country to offer the minimally invasive mitraclip procedure which was just approved by the u.s. Food and drug administration in october and gave a brief description of the procedure. Following the article, an unidentified individual posted the following comment: "I wouldn't recommend this procedure. My mother was one of the people they tried it on before approval and they messed up her procedure to the point that I believe it caused her death in the long run. " further attempts to gather information regarding the patient and mitraclip procedure were unsuccessful. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date: the date of the death was not provided; therefore, the date of event has been captured as an estimated date (date of posted customer comment). The mitraclip was not returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.